Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's active exhalation control module was found to be broken. The device's active exhalation control module was replaced to address the issue.